Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the epic order did not cross over to pyxis. The technical support specialist (tss) dialed into the server, ran downtime queries with no message delays, and confirmed all interfaces and es server were functioning properly. Verified the medication ID and name, but it did not appear in patient encounter system (pes) or ext. Received message table. All three servers had over 60 days up time, and station had latest upload/download times with purges good across devices. Emailed customer advising a server reboot first, and if the issue persists, escalation to epic. Ran device inventory report and found the medication located at crmc_ed1, emailed customer to check with epic team. Tss spoke with customer, who confirmed epic ticket was logged and agreed to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary epic order was not crossing over. The customer stated that the nurse was unable to issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.